Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented via merlin.net transmission with episodes of noise reversion. The patient would be reassessed at next routine follow up.